Event description:
A report was rec'd from (B)(6) which states: "cutter does not cut. No pt impact." Add'l info: the cutter still aspirates yet doesn't cut.

Manufacturer narrative:
The device has been requested for eval; however has not yet been rec'd. The lot number has been requested however it is not available.